Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument conductor wire was broken. A piece of the conductor wire insulation was detached from the instrument. The customer used a backup instrument to continue. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment falling into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image was reviewed by isi regulatory post market surveillance (rpms) analyst. The image of the fenestrated bipolar forceps instrument is consistent with the alleged issue of broken cable. A piece of conductor wire was detached from the instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken conductor wire at distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Isi followed up with the initial reporter and obtained the following additional information: the instrument was found damaged when it was used in the patient¿s anatomy. The instrument did not clamp on any tissue. The surgeon confirmed that there was no fragment falling into the patient¿s anatomy. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.